Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The reported event of damage to the power cables was not able to be confirmed. The system controller was not returned for analysis. Data was reviewed from the reported event date of 23jul2024. For the duration of the log file, an atypical power cable disconnect alarm was active due to the white power cable¿s relative state of charge (rsoc) voltage being below the alarm threshold. The atypical power cable disconnect alarm did not prevent the controller from supporting the pump as intended. The system operated on external power for the duration of the log file. No other notable events were observed in the data reviewed. Provided information indicated that exchanging the system controller resolved the alarm. The root cause of the reported event was unable to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black and white power lead to the system controller had suffered cosmetic damage and was not detecting power appropriately. The patient's driveline had been repaired previously (2916596-2021-01795). The log files were reviewed and found multiple string of power cable disconnects at the white power lead where it appeared that the white power lead was disconnected from external power for most of the log file history (batteries and/or power module). There were no stops in pump support seen during these times. It was suggested that the white power lead should be inspected for issues and tried on both battery and power module power. The system controller ended up being exchanged and the issue resolved. Related MFR# 2916596-2021-01795 (previous driveline repair).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.